Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing bradycardia and the patient's implantable pulse generator (ipg) is not helping. The ipg remains in use. No further patient complications have been reported as a result of this event.